Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that after the dental implants were installed in intraoral region #7 and #8 it was verified its non osseointegration, but didn&#62752;provide any other information about the case.